Event description:
It was reported to resmed that an s8 escape caught fire.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned; therefore, resmed is unable to confirm the alleged malfunction at this time. There was no pt injury reported for this incident.